Manufacturer narrative:
Concomitant medical products: product ID: 4592-53 lead, implanted: (B)(6) 2001 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead had high/undefined impedance. The svc coil was programmed off. It was further reported that the right atrial (ra) lead had suspected intermittent atrial under-sensing. The leads remain in use. No patient complications have been reported as a result of this event.